Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the peritoneal dialysis nurse (pdn) stated the home patient (hp) was overfilled. The hp was at the clinic and did not have the cycler available to review therapy log. The hp felt uncomfortable yesterday afternoon so they did a manual drain of 3250ml then skipped therapy last night. The hp drained an additional 700ml at the clinic this day. The technical service representative (tsr) arranged for swap. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The issue of the patient felt overfilled could not be confirmed during investigation. The nurse reported a drain volume that met increased intra-peritoneal volume (iipv) criteria, but no volumes were recorded in the event history which meet iipv criteria. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The device met specification for the reported issue of iipv. A service history review (shr) revealed that no issues were identified that may have contributed to the reported problem of iipv. A cause was undetermined. This issue is being investigated through a CAPA.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.